Manufacturer narrative:
After review of additional information received sections have been updated accordingly. Log file analysis did not reveal any anomalies during the analyzed period. A "no power" alarm was not recorded in the logs. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. A "no power" alarm was not recorded in the logs. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to corrosion and contamination on power port 1's connector. No bent pins were observed in the controller's connectors. A possible root cause of the reported event may be due to corrosion and contamination on the pins within power port 1. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller unit switched from on port to the second when the battery was well connected and charged over 25%. The battery was replaced with no reported patient injury. Investigation is ongoing.